Event description:
It was stated that a patient had a full revision surgery due to high impedance. Follow up stated that the high impedance was first seen in the neurologist's office and that the generator was replaced prophylactically. Programming history was reviewed for the device and the last diagnostics were from the day after generator implant showing the device was functioning as intended. The last parameters were recorded from 2016, when the device was interrogated; no reports of high impedance were noted. Per the hospital policy, no devices will be returned for analysis. No additional relevant information has been received to date.